Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the vessel locator wings did not deploy. Hemostasis was achieved using manual compression. There were no reported adverse patient sequela. No additional information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Additional information received confirms the physician is trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was partially deployed. The plunger was activated; however, the vessel locator wings were still in the collapsed position. This finding confirms the reported experience of the vessel locator wings not deploying. During the internal examination, the control wire was found separated from the wire control barrel and swage pin. This detachment prevents compression of the flex-guide which opens/deploys the vessel locator wings during deployment. There was no other damage or abnormalities detected. Review of the device history record for this lot did not produce any findings relevant to this report. A review of the database determined that this is an isolated event for this lot number.